Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure, there was difficulty placing the lead at the kent-his bundle. The lead had unstable thresholds and was removed from the patient. A second lead was introduced and was also hard to place with high thresholds after several attempts. The second lead was removed. The plan to place the lead at the kent-his bundle was abandoned and a third right ventricular (rv) lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.